Manufacturer narrative:
Continued e1: alternate phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported left side exchange with no complaint against the device. Later, healthcare professional reported "pain". Later, healthcare professional reported "headache, breast cancer, diverticulosis, dysphagia, elevated anti-saccharomyces cerevisiae antibody, esophageal stenosis, heartburn, history of small bowel obstruction, hyperlipidemia, hypertension, osa on CPAP, polycythemia, sbo (small bowel obstruction), type 2 diabetes mellitus, anxiety". Later, healthcare professional reported "capsular contracture", baker grade unknown. This record is for the left side. Device was explanted and replaced.